Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response buttons) has been confirmed. Upon evaluation the rear response button was determined to have a defective switch. The cause for the defective switch cannot be positively identified. No adverse event resulted from the defective response buttons. The patient was issued a replacement monitor.

Event description:
A (B)(6) female patient's mother contacted zoll customer support to report defective response buttons on her monitor. The patient was issued a replacement monitor.